Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the guidewire was used to advance a sphincterotome into the pancreatic divisum. It was noted that although the site could slide the guidewire back and forth, it did not appear to move on the fluoro. The guidewire and tome were withdrawn where it was noted that the part of the pathfinder had detached into the patient. The fragment was able to be recovered with a trapezoid basket. The procedure ad been completed with this device with no reported patient complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.